Event description:
The customer stated that she received a low result of 7.4 on her meter. It was discovered the meter was set in mmo1/l. The customer was able to reset the meter to mg/dl with assistance. The customer did not allege any adverse events based on the mmo1/l readings. The meter is to be returned for evaluation, and a replacement will be sent.